Event description:
It was reported that there were two little cracks noted on the arterial branch (connection between tubing and luer) during dressing operation. They separated the tubing and the arterial luer, cut the tubing and put the luer back.